Manufacturer narrative:
As received, a lead was returned. Visual examination found no anomalies.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2019-14538. It was reported that the patient presented at a follow-up in clinic with a pocket infection one month post-implant. The physician prescribed medication and explanted and replaced the pacing system, notably the pacemaker and left ventricular lead, at a separate clinic visit. The replacement product was a leadless pacer. The patient was in stable condition post-procedure.